Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue resolved. This is the final report.

Event description:
The recipient reportedly experienced device migration following an MRI. The recipient's device was repositioned on (B)(6) 2020.